Event description:
Information was received from a patient who was implanted with a neurostimulator for unsuccessful disc surgery. It was reported that the patient¿s implantable neurostimulator was removed a year or two after implant because it was incorrectly in stalled, but he still had the leads remaining.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.